Manufacturer narrative:
Na

Event description:
Surgeon put 3 mini fracture plates on a (B) (6) edentulous pt. One plate on the left and the right posterior body and 1 on the parasymphasis. The left posterior body fracture fractured the blue universal miniplate 55-10505. The plate was placed at the very bottom of the inferior border and it fractured at the bar near the anterior screw hole. The pt was reportedly chewing on soft mashed potatoes roughly 12 days post op. The pt was not using dentures as they were broken in the motor vehicle accident he was in. Surgeon repaired the fracture yesterday with a gold fracture plate with no complications.